Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2020-06-29. Investigation summary a device history record review was performed for provided lot number 2003123 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, black foreign particles were observed within one of the blister packages and incomplete perforation was observed on fifty-eight of the returned packages. The black foreign matter was identified as dust particles from the primary packaging process. The black dust particles result from the dies used in the packaging process. There are various preventive measures in place to remove this residue from the production line, however, an error must have occurred resulting in this particular incident. The uncut perforation marks also resulted from an error in the packaging process, specifically an error related to the cutting system's blade alignment. We believe that both of these issues were isolated incidents with unlikely chances of recurrence. Our quality team will continue to monitor the production process for signs of these potential defects and any signs of emerging trends.

Event description:
It was reported that syringe 10ml ls 21x1-1/2 an emerald package had poor perforation. This was discovered before use. The following information was provided by the initial reporter: -1 piece with foreign particles on the syringe and inside the blister. This defect is critical, as it has been detected on a sterile medical device that has been marketed. 58 pieces with packaging damaged/broken while separating the syringes due to imperfections of the dotted separation line.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ls 21x1-1/2 an emerald package had poor perforation. This was discovered before use. The following information was provided by the initial reporter: 1 piece with foreign particles on the syringe and inside the blister. This defect is critical, as it has been detected on a sterile medical device that has been marketed. 58 pieces with packaging damaged/broken while separating the syringes due to imperfections of the dotted separation line.